Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's aunt reported via phone call that she was hospitalized on (B)(6) 2015 due to a high blood glucose level and a bent infusion set cannula. Her blood glucose level was over 600 mg/dl. The customer was not wearing the insulin pump at the time of the emergency room visit. The customer was disconnected earlier to give her a correction shot. The customer did do a correction at home and by the time she arrived to the hospital her blood glucose level was 591 mg/dl. The device was not returned.